Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis clinic manager reported that a saline bag ran dry, causing air to enter the dialyzer. This caused the lines to clot and subsequently caused blood loss.

Manufacturer narrative:
Corrective data: 1713747-2017-00323 was erroneously submitted on the dialyzer. There is no allegation against the dialyzer. The event will be reported on the bloodline. Please see 8030665-2017-00955 for reporting on the bloodline product.

Event description:
A peritoneal dialysis clinic manager reported that a saline bag ran dry, causing air to enter the dialyzer. This caused the lines to clot and subsequently caused blood loss.